Manufacturer narrative:
(B)(4): neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient presented to surgery with flat back deformity, lumbar spondylosis, and pseudoarthrosis l3-4, status post l3-s1 posterior spinal fusionx2. Patient underwent the first of a two-stage procedure for pedicle subtraction osteotomy l3; posterior based osteotomies t10-11, t11-12, t12-l1, l1-2; revision posterior spinal fusion t10 to s1; segmental instrumentation t10-s1; left iliac bolt through a separate fascial incision; left iliac crest bone graft; revision laminectomy l2, l3; removal of old instrumentation l3-s1; exploration of fusion mass; separate procedure for removal of bone stimulator; implanted pedicle screw instrumentation, iliac crest bone graft, dbm. The following day the patient underwent a procedure for lateral lumbar interbody fusion l2-3, l3-4 and anterior fusion l2-3, l3-4.at 4 months post-op ((B)(6) 2012) the patient felt a pop with acute worsening of back pain. Radiographs showed a fractured rod. Two weeks later ((B)(6) 21012) the patient again felt a pop with acute worsening of pain. New radiographs showed the other rod fractured. On (B)(6) 2012 the patient underwent additional surgery for revision of hardware. It was reported that patient had another rod fracture on or about (B)(6) 2016. Patient underwent additional surgery on (B)(6) 2016, for an unspecified procedure.

Event description:
It was reported that: on (B)(6) 2012, patient got admitted with pre-operative diagnosis: pseudoarthrosis lumbar spine, hardware failure lumbar spine. Status post t10 to ilium posterior spinal fusion (revision). Status post extreme lateral inter-body fusion (l2-3, l3-4). Patient underwent the following procedures: removal of instrumentation. Exploration of fusion mass. Revision posterior spinal fusion t10 to ilium. Segmental instrumentation t10 to ilium. Post-operative diagnosis is same as pre-operative diagnosis. Intra-operatively, the rods implanted in previous surgery, were found broken on both sides. Pseudoarthrosis was identified across l2-l4 segment of the spine. Surgeon placed a rod from t10 down to the sacrum on right side and a rod from t10 to ilium on the left side, followed by a third rod as buttress across the osteotomy site attached to the left rod. Fluoroscopy confirmed hardware positioning. Reportedly, patient tolerated the procedure without complications.